Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Later that afternoon 6 hours post procedure, the patient went to get up and started experiencing back pain and shortness of breath. A CT scan revealed that the watchman closure device had dislodged. The physician used an 18fr snare to successfully remove the closure device from the patient. There were no other issues that occurred. It was further reported that there were two partial recaptures that were performed before the device was ideally placed. The compression ratio of the device at the time of implant was 16%. The patient has since been discharged home and is recovering well.

Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Later that afternoon 6 hours post procedure, the patient went to get up and started experiencing back pain and shortness of breath. A CT scan revealed that the watchman closure device had dislodged. The physician used an 18fr snare to successfully remove the closure device from the patient. There were no other issues that occurred.